Manufacturer narrative:
The suspect medical device was discarded at the account and not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during preparation for a thrombectomy procedure when the guide-wire was back loaded onto a guide catheter, it was obvious that a clear reddish-thick gel was collecting on the guidewire. The device was not used or introduced into the patient's anatomy. No patient contact or injury to report. It is likley the wire did come into contact with blood somehow due to the alleged red color of the outer hydrophilic coating. The wire was discarded and will not be returning for device evaluation.